Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0qpv7, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient fell and had a concussion and that a part of their system may have cracked. The patient had the system replaced on (B)(6) 2017 and indicated that the event occurred in 2016. No patient symptoms were reported. There were no further complication reported or anticipated.